Event description:
During the operation the drill broke when drilling into the bone. The broken tip of the drill remains in the patient's bone.

Manufacturer narrative:
Investigation in process, but not yet complete.